Event description:
A revision surgery was reported due to pain 4 years after a jll tka. When we opened knee ho was everywhere. Ho had completely covered the anterior flange of the femoral component; the extensor mechanism was a solid piece of bone. Ho had covered the anterior tibia and up the poly. The surgeon cleaned out the ho, changed the patella and put in a new poly.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was communicated that the product/lot numbers, explants or clinically relevant documentation were not available for investigation. Therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported revision tka (patella & poly), extensive heterotopic ossification, an expected post-op rehab phase, and likely ho prophylaxis and additional exposure to radiographic imaging cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.